Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 200-400 units of insulin. During troubleshooting with tandem technical support, the customer filled a new cartridge with 400 units of insulin, completed the load process successfully and resumed insulin delivery. The customer's blood glucose (bg) level ranged from 401-434 (mg/dl), which was addressed with a correction bolus. On 1/30/2017, the contact called back and reported that the customer went to the emergency room (ER) on the night of (B)(6) 2017 with a bg level in the 300's (mg/dl). The customer was in the ER for approximately 3 hours, and was given 7 units of insulin by the nurses to bring bg level down. Multiple attempts were made by tandem technical support to follow up to ensure that the customer's bg level returned to target range; however, no further information was provided on the event.